Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "textured" against right device. Healthcare professional later reported deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ deflation: observed two opening assessed as surgical damage. As per the investigation procedure crease, wear abrasion and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "textured" against right device. Healthcare professional later reported deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.